Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and headache. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/it was painful and uncontrollable"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea (cramping)/got cramps randomly when not on cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastroesophageal reflux disease and I am now lactose intolerant"), irritable bowel syndrome ("irritable bowel disease"), hyperhidrosis ("my body gets sweaty"), cold sweat ("my body gets clammy"), dizziness ("I get super dizzy where I cannot stand") and vision blurred ("and it is hard to focus my eyes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced palpitations ("heart palpitations"), dyspnoea ("shortness of breath") and lactose intolerance ("lactose intolerant"). The patient was treated with surgery (to remove the essure implant/underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, headache, gastrooesophageal reflux disease and palpitations was resolving and the abdominal distension, migraine, nausea, vertigo, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, dyspnoea, hyperhidrosis, cold sweat, dizziness, vision blurred and lactose intolerance outcome was unknown. The reporter considered abdominal distension, cold sweat, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrooesophageal reflux disease, headache, hyperhidrosis, irritable bowel syndrome, lactose intolerance, migraine, nausea, palpitations, pelvic pain, vertigo and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine and headache. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/it was painful and uncontrollable"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea (cramping)/got cramps randomly when not on cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastroesophageal reflux disease and I am now lactose intolerant"), irritable bowel syndrome ("irritable bowel disease"), hyperhidrosis ("my body gets sweaty"), cold sweat ("my body gets clammy"), dizziness ("I get super dizzy where I cannot stand") and vision blurred ("and it is hard to focus my eyes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced palpitations ("heart palpitations"), dyspnoea ("shortness of breath") and lactose intolerance ("lactose intolerant"). The patient was treated with surgery (to remove the essure implant/underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, headache, gastrooesophageal reflux disease and palpitations was resolving and the abdominal distension, migraine, nausea, vertigo, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, dyspnoea, hyperhidrosis, cold sweat, dizziness, vision blurred and lactose intolerance outcome was unknown. The reporter considered abdominal distension, cold sweat, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrooesophageal reflux disease, headache, hyperhidrosis, irritable bowel syndrome, lactose intolerance, migraine, nausea, palpitations, pelvic pain, vertigo and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "she did not undergo essure confirmation test." Added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and headache. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/it was painful and uncontrollable"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea (cramping)/got cramps randomly when not on cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastroesophageal reflux disease and I am now lactose intolerant"), irritable bowel syndrome ("irritable bowel disease"), hyperhidrosis ("my body gets sweaty"), cold sweat ("my body gets clammy"), dizziness ("I get super dizzy where I cannot stand") and vision blurred ("and it is hard to focus my eyes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced palpitations ("heart palpitations"), dyspnoea ("shortness of breath") and lactose intolerance ("lactose intolerant"). The patient was treated with surgery (to remove the essure implant/underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, headache, gastrooesophageal reflux disease and palpitations was resolving and the abdominal distension, migraine, nausea, vertigo, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, dyspnoea, hyperhidrosis, cold sweat, dizziness, vision blurred and lactose intolerance outcome was unknown. The reporter considered abdominal distension, cold sweat, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrooesophageal reflux disease, headache, hyperhidrosis, irritable bowel syndrome, lactose intolerance, migraine, nausea, palpitations, pelvic pain, vertigo and vision blurred to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: the reporter information was added. This case concerns 26 year old patient. Her demographic was updated. Her historical conditions were added. Lab data was added. Essure removal date was updated. Essure indication was updated. Essure lot number was added. Following events: migraines, headaches, nausea, vertigo, got cramps randomly when not on cycle; dyspareunia (painful sexual intercourse), fatigue, gastroesophageal reflux disease and I am now lactose intolerant, irritable bowel disease; heart palpitations, shortness of breath, my body gets sweaty/ clammy; I get super dizzy where I cannot stand; and it is hard to focus my eyes were added. She was recovering from the events: pelvic pain; headaches, intestinal issues and heart palpitations. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant/underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: potential legal summon document received- new reporter, product stop date and event bloating were added and pain clubbed with earlier event. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 26-year-old female patient who had essure (batch no. B09705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine and headache. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/it was painful and uncontrollable"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), dysmenorrhoea ("dysmenorrhea (cramping)/got cramps randomly when not on cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastroesophageal reflux disease and I am now lactose intolerant"), irritable bowel syndrome ("irritable bowel disease"), hyperhidrosis ("my body gets sweaty"), cold sweat ("my body gets clammy"), dizziness ("I get super dizzy where I cannot stand") and vision blurred ("and it is hard to focus my eyes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced palpitations ("heart palpitations"), dyspnoea ("shortness of breath"), lactose intolerance ("lactose intolerant") and psychological trauma ("psych injury"). The patient was treated with surgery (to remove the essure implant/underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved, the abdominal distension, migraine, nausea, vertigo, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, dyspnoea, hyperhidrosis, cold sweat, dizziness, vision blurred, lactose intolerance and psychological trauma outcome was unknown and the headache, gastrooesophageal reflux disease and palpitations was resolving. The reporter considered abdominal distension, cold sweat, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrooesophageal reflux disease, headache, hyperhidrosis, irritable bowel syndrome, lactose intolerance, migraine, nausea, palpitations, pelvic pain, psychological trauma, vertigo and vision blurred to be related to essure. The reporter commented: insertion detail: normal bilateral tubal ostia noted after essure procedure finished. About 5 coils noted from the right ostia and then 1 coil noted from the left ostia. Surgical pathology report: right fallopian tube-segment of benign fallopian tube, completely transected. Left fallopian tube ¿ segment of bening fallopian tube, completely trassected. Essure, right side- gross evaluation only. Essure, left side-gross evaluation only. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, nausea, abdominal distension, fatigue, heart palpitations." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event: psych injury added. Event outcome for pelvic pain updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.